Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that hair-like foreign matter was found in the syringe soloshot mini 0.05ml 27gx3/8 when filling it with medication. The following information was provided by the initial reporter: "foreign material there was a foreign material (hair ? ) when filling the syringe with medication."

Event description:
It was reported that hair-like foreign matter was found in the syringe soloshot mini 0.05ml 27gx3/8 when filling it with medication. The following information was provided by the initial reporter: "foreign material there was a foreign material (hair ? ) when filling the syringe with medication."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/15/2021. H.6. Investigation: a device history record review was performed for provided lot number 1711417 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both pictures and the affected physical sample were returned for evaluation by our quality engineer team. Through examination of the samples, foreign matter was observed within the fluid pathway. Through fourier-transform infrared spectroscopy analysis, the foreign matter was identified as hair. It has been determined that this incident resulted from a lost hair within the production floor. CAPA#2262494 has been initiated to further investigate this issue and ensure it does not reoccur.